Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2hys5 implanted: (B)(6) 2022: product type lead product ID wr9220 serial# unknown: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the lead being close to skin was unknown. The hcp reported "just her (thinking). It's not abnormal." The steps taken to resolve the issue include replacing the lead on her symptoms during MRI suggest a MRI effect on the MRI compatible leads. The issue was not yet resolved. The patient was able to turn stimulation on comfortably. The heating sensation resolved.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient needed an MRI. The patient reported the lead is close to the skin, like it's coming out. It's been bother patient when recharging, that it gave patient a buzzing/shocking sensation. The manufacturing representative (rep) said patient has a layer of clothing over the skin when recharging. The issue has been there since implant. The patient reported this concern because of what they felt during the MRI, thinking lead being close to coming out could be a factor that can cause their system to heat up to an uncomfortable level. The patient told the rep the sensation was from down the lead up to the lead and back, patient's heart rate also increased. The healthcare provider reported that after running a 30 second localizer scan the patient felt a "heating up sensation". They felt heating in their back and "felt it was radiating up". Caller noted after this 30 second scan the b1+rms was at 0.1. Caller states they did not proceed with further scans and were inquiring if the patient should deactivate MRI mode or turn their normal therapy settings back on or leave stim off. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2hys5 serial# implanted: (B)(6) 2022 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.